Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not alarming when it was supposed to let the customer check their blood glucose. The customer¿s blood glucose level was 300 mg/dl at the time of the incident, and 154 m/dl at the time of the call. The customer also had some lows as well. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio/vibrate anomaly noted during test.